Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer's blood glucose level was not provided at the time of the incident. There was no troubleshooting performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm. Was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Unit was received with faded serial number label, broken belt clip rails, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.